Event description:
The patient experienced an acute myocardial infarction (ami). The procedure was to treat the right coronary with heavy tortuosity and calcification. Pre-dilatation was performed of the medium tract where a vision 3x15 stent was implanted. A vision 3.5x8 stent was implanted in the proximal tract. It was suspected that a dissection occurred in the portion between the two implanted stents; therefore, a vision 2.75x8 stent was implanted in this part. The results of the procedure were considered concluded. While the guide wire and guiding catheter were being removed resistance was felt. At this point the patient reported chest pain and the st trace on the ECG changed shape. It was decided to check the results of the procedure by an angiography. The distal portion of the guide wire was positioned between the distal interventricular posterior part and the right medium coronary and remains in the patient. The patient returned to be asymptomatic and the trace on the ECG became normal. The procedure of angiography was concluded while the patient was under infusion of reopro. Reportedly, the patient is fine.